Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had become unable to successfully communicate with their charging system since losing weight. In turn, the patient lost therapy and was unable to restore it. As a result, the doctor decided to explant and replace the patient's ipg with a different model. Surgical intervention resolved the patient's issue.